Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 5097155.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision wherein the leads were repositioned. The patient was doing well postoperatively.